Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: inspected ventilator shows mains power loss error and unable to charge battery. Patient was on ventilator but machine switch to battery backup but this condition not noticed by user after some time battery low alarm sounded so dr. Shifted patient from hamilton ventilator to another ventilator.